Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿first fiber stopped working at the third minute". The fiber was exchanged and with 6 minutes of use the second fiber also ¿stopped working¿. The procedure was completed with an alternative procedure ("bipolar device"). No injury to patient reported.